Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements. The patient had a radio frequency (rf) ablation the day prior to the out of range measurement. There was no noise noted. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received which noted the shock impedance measurements were checked via the remote monitoring system, and had been within normal limits. There were no interventions planned. No adverse patient effects were reported. The lead remains in service.